Event description:
It was reported a power on reset (por) occurred. The rep. Tried clearing the por and re-entering the serial number, and it would not take. As soon as they went to program an array, it would revert to that same message prompting them to enter serial number. Finally on the 5th attempt, it took. The rep. Was able to program the pt, turn therapy on, exit the session, reinterrogate and programming info was retained.

Manufacturer narrative:
(B) (4)